Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, post tavr (unknown date) with a 23mm sapien 3 valve the valve failed due to regurgitation. As a result a 20mm sapien 3 ultra resilia valve was implanted in a unicorn procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaint for regurgitation unknown was confirmed based on fcs (field clinical specialist) report. The reported event does not allege a malfunction that may be related to an edwards (ew) manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation, including central regurgitation and paravalvular leak are potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In addition, paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, ''as reported by a field clinical specialist, approximately 6 years post tavr with a 23mm sapien 3 valve the valve failed due to regurgitation.'' Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.